Event description:
It was reported that when the customer was going to use the device to monitor a pt's ECG, it displayed a low battery message and lost power. The end user was using the device with battery and an ac outlet was not available for use. Users retrieved another ECG monitoring device in the same room and provided the pt care. The device use had no adverse pt outcome. There were no further details on the event and/or the pt provided. The facility biomed installed a known good battery, and it was reported to show the low battery message shortly. Physio-control evaluated the device and found that it would not charge the installed battery on ac power.

Manufacturer narrative:
(B) (4): physio-control is in the process of evaluating/repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.